Event description:
During an remote follow-up, undersensing resulting in episodes of oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention was performed at this time. The patient was in stable condition and will continue to be monitored.